Event description:
It was reported the patient was unable to establish communication with the ipg. The issue was confirmed by a company representative. Consequently, the patient underwent surgical intervention wherein the ipg was explanted.